Event description:
It was reported that a spectrum pump had a door that failed to latch. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of door fails to latch through the history log, but could not reproduce it. The device was operating within specification. Evaluation identified multiple occurrences of door jammed message within the event history log corresponding with the reported symptom. Evaluation found the lowe door hook out of the adjustment which is a known contributor to the reported symptom. The device was calibrated to correct this condition.